Manufacturer narrative:
Continuation of medical devices: 5568-53 lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds. It was also reported that the current electrograms (egm) from the implantable pulse generator (ipg) were unreadable due to clipping. The rv lead and the ipg remain in use. No patient complications have been reported as a result of this event.